Event description:
The cup did not seat properly in the acetabulum. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.